Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is will be conducted. If there is any further relevant information from that revieindicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family w, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-02697 and 2134265-2016-02624. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. During the procedure, it was noted that automatic pullback failure occurred. No patient complications were reported.